Manufacturer narrative:
Product development investigation was completed. The visual inspection has shown that the shaft of the drill bit is bent and there are scratches on the shaft. Additionally, it is visible that the cutting edges are worn out and damaged. The device history record was researched. No abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 52.0-54.5 hrc, within the specification of 52 +3.0/0 hrc. This lot of (B)(4) pieces was manufactured in august 2016 and we are not aware of any other complaint with this article- and lot combination. Measurement outer diameter ø1.8 as per the relevant drawings are: gage: 3-03-17585, tolerance ø1.8 0/-0.03, result: ø1.79 pass. Based on these findings we exclude any manufacturing related issue. Based on the provided information, exact cause which has led to this breakage could not be determined. It can be assumed that a mechanical overloading situation has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device returned to manufacturer. A device history record (DHR) review was performed for part # 310.509, lot # l099559: manufacturing location: bettlach, manufacturing date: 23.aug.2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Event date: date of device breakage is not known. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone: (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that upon receipt of the loan set from a distributor, it was noted that one of the drill bits has a broken tip. It is not known when this issue occurred, no patient involvement is reported. This report is for one (1) 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).